Event description:
Boston scientific received information that this implantable lead was explanted due to an unknown product performance issue. Attempts to obtain additional information were made but were unsuccessful. There were no adverse patient effects. It is unknown if the lead will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.